Manufacturer narrative:
A compressor mini was reported giving low pressure alarm. Despite several reminders, this is the only information received regarding this complaint, which is not enough to determine the root cause of the reported failure. If the pressure from a compressor mini is too low, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As no part was sent back nor info if any part was changed and the issue solved, no root cause could be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the compressor alarmed low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).